Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. There was no product returned to evaluate. It is not known how the tech was handling the catheter when it was damaged. Therefore, the most likely root cause is undeterminable.

Event description:
The lead tech stated that when "prepping this catheter for a stemi the tip of the catheter separated from the catheter. This was never used on a patient, they just grabbed another one that worked fine. They did not keep the catheter or have any additional information.